Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for peritonitis manifested by abdominal pain. On an unreported date, the patient was treated with dianeal 1.5%, 2.5%, half bag with antibiotics (unspecified) ip, cefazolin ip and bacteriostatic water for injection usp ip (doses and frequencies not reported) for the peritonitis. The cause of peritonitis was not reported. The patient was recovering.